Manufacturer narrative:
(B)(4). The device history review for the product the product hemolok l clips 6/cart 84/box lot# 73b1800151 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of a clip was chipped. The user noticed the chip when attempting to ligate after loaded it into the applier. Another carton was used instead. There was no patient injury.

Event description:
It was reported that the tip of a clip was chipped. The user noticed the chip when attempting to ligate after loaded it into the applier. Another carton was used instead. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned two units 544240 hemolok l clips 6/cart 84/box for investigation. Three loose clips were returned along with an empty cartridge and an unopened, representative sample. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that one of the loose clips was returned with the hook broken off. The other two loose clips were intact but opened. On the intact clips, it was found that there is an indication of mis-molding on both clips near the hook which could cause the hook to break upon application. The returned samples appear used as there is biological material present on the clips. Reference file (B)(4) for investigation photos. Functional inspection was performed on the intact clips that were returned. A lab inventory clip applier was used. The two loose clips were manually loaded into the jaws of the applier and an attempt was made to attach the clips to true-max tubing. Despite the evidence of a molding defect near the hook that could cause the hook to break upon ligation, both clips were able to successfully attach to true-max tubing. Three clips from the representative sample were observed and it was found that two of the clips had the same molding defect that the loose clips had. The hook broke on the loose clip that was returned broken due to mis-molding of the clip. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance 70017208 has been previously opened to further investigate this issue. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue. The reported complaint of "clip broke" was confirmed based upon the samples received. Three loose clips were returned along with an empty cartridge and an unopened, representative sample. One of the loose clips was returned with the hook broken off. An indication of mis-molding near the hook was found on the other two loose clips along with two of the three tested clips from the representative sample. This molding defect could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. Non-conformance has been previously opened to further investigate this issue.